Manufacturer narrative:
The device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine device check, this pacemaker showed a remaining longevity of 3.5 years. However, at the previous follow-up six months ago, the remaining longevity had been greater than five years. Lead measurements remained stable, without any significant changes in pacing percentages. A reason for the early battery depletion could not be determined, so the patient was scheduled for another device check in three months. No adverse patient effects were reported.